Manufacturer narrative:
It was reported that the motor stopped working on this bed. The head section of the bed will not raise though it seems that the motor does work, as a noise can be heard from the motor when engaged. Customer stated that after he inspected the bed closer there appears to be a fractured metal bar connected to the motor. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the motor stopped working on this bed. The head section of the bed will not raise though it seems that the motor does work, as a noise can be heard from the motor when engaged.